Event description:
During preparation for a pta/stenting treatment procedure the stent dislodged from the delivery system. The target lesion being treated was a calcified lesion located in the 6 mm diameter common hepatic artery. It is noted that the lesion had not been predilated. The sentinol nitinol biliary stent system was replaced with another of the same to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.